Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer¿s blood glucose level was 5.6mmol/l at the time of the incident. It was reported that her pump's keys are unresponsive. It was reported that the patient just tested her blood glucose reading and after which keys were unresponsive. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. Customer was unable to clear the pump errors, power loss alarm and program pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.